Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2022-03908. It was reported the patient experienced ineffective stimulation due to lead migration. As a result, surgical intervention was undertaken on (B)(6) 2022 wherein the lead was explanted and replaced to address the issue. During the procedure the ipg was placed into surgery mode but became inoperable. The ipg was subsequently replaced.

Manufacturer narrative:
The reported event of lead migration was not confirmed. This issue cannot be confirmed with product analysis. Visual inspection of the lead did not identify any anomalies. The lead was functionally tested and passed all testing.